Event description:
It was reported that the tubing of an unspecified access set had an opening resulting in a leak. The event was further described as "blood bled out in the drip chamber". This was observed during a blood transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of october 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.